Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients experienced discomfort at ipg site. Surgical intervention took place where ipg was explanted and implanted with a new ipg at a different pocket site.